Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2001 (B)(6). (B)(4).

Event description:
It was reported that an alert triggered for the right ventricular (rv) lead impedance being greater than 2000 ohms but the trends had been stable in the 1500s ohms range. Also, the rv threshold appeared to be higher than a few months prior. It was noted that the patient was receiving chemotherapy. The rv lead is still in use. No patient complications have been reported as a result of this event.